Manufacturer narrative:
(B)(4).. Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2017-03936. It was reported that there was a shaft leak. An angiojet® catheter and angiojet® ultra system console were selected for a thrombectomy procedure. Priming was unable to be completed during preparation outside of the patient. It was observed that the catheter pump and shaft were leaking. It was thought the console was causing the issues. There were no patient complications. The procedure was completed with another angiojet catheter.